Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult procedure: it took 3 hours to remove essure inserts". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), headache ("headache regularly every month"), menorrhagia ("heavy menstrual bleeding"), nervous system disorder ("neurological problems"), respiratory disorder ("ent problems"), syncope ("fainting spells"), hypertension ("high blood pressure") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of essure inserts with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, myalgia, headache, menorrhagia, nervous system disorder, respiratory disorder, syncope, hypertension and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, headache, hypertension, menorrhagia, myalgia, nervous system disorder, pain in extremity, respiratory disorder and syncope to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-aug-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 415 case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.